Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl and hydromorphone at unknown concentrations and dose via an implantable infusion pump. It was reported that 2 months ago the patient had an episode where they got sick because the healthcare provider (hcp) changed the medication in the pump and the patient no longer had enough. The caller stated that on (B)(6) 2020 he began not feeling well again. The caller got into a car accident where he was hospitalized and sent to jail and he didn¿t remember driving. The pump was supposed to be refilled on (B)(6) 2020 but due to this issue it was not and the patient went through withdrawals. The patient went to the emergency room on (B)(6) 2020 and was given oral percocet. A "diagnostics test" was performed on (B)(6) 2020 and showed that the pump was "almost empty" when it should have been "half full". It was noted that the patient wasn't able to deliver a bolus due to this; a refill would be performed on (B)(6) 2020. It was reported that the healthcare provider (hcp) thought "maybe the catheter was clogged so I wasn't getting any boluses and then it released all the medication at once". No further complications have been reported as a result of this event.